Event description:
It was reported that during a follow up in clinic, the device was noted to be inappropriately pacing in magnet mode. Abbott technical support support was contacted and the device was reprogrammed to disable magnet mode to resolve the event. The patient was in stable condition.